Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated for the reported event. A review of the device logs confirmed the occurrence of the alarm and increased intra-peritoneal volume (iipv) event. The sample evaluation was unable to duplicate the event as no issues were noted during visual inspection and functional testing. The cause was a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an iipv situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a high drain alarm indicative of an increased intra-peritoneal volume (iipv) event while on the homechoice (hc) for peritoneal dialysis therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.